Event description:
A distributor reported that a pump was displaying repeated altitude alarms, with no specific blood glucose value provided. There was no adverse impact on the customer's blood glucose level. Upon investigation, the pump was found to be functioning correctly; it successfully started, charged, and was recognized by a computer, with no altitude alarms detected, only past cartridge alarms. The device delivered insulin correctly and no further action was taken since the pump remained operational.